Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified left basilic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a balloon rupture in a pinhole form was noted in the middle part of the balloon upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any issue. An inflation was performed again with a pcb 5mm2cm at 6atm without any problem. Subsequently, the contrast was confirmed, and a good inflation was obtained, thus the procedure was completed. No complications reported, and patient was in good condition post procedure.